Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. We are unable to confirm the reported event. If additional information is provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon fiber optics was not working properly. They attempted to trouble shoot by exchanging consoles but the fiber optics issue continued. Iab therapy was discontinued. It was reported that the patient expired one week after iab therapy was discontinued. The customer does not attribute the death to the device.